Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the left ventricular (lv) lead has high thresholds. No intervention has been done for the high thresholds in the lv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. ICD (B)(4) implanted: 2012-(B)(6); 7121-65 lead implanted: 2009 (B)(6). (B)(4).